Event description:
According to the reporter, 9 days postoperative to laparoscopic right upper lobectomy and atypical resection of a nodule in the right lower lobe, the patient was picked up for aerostasis and the parenchymal staple on the lower lobe had failed. The patient went back to the operating room and an overlock was performed on the section edge with the addition of glue which solved the problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.